Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lump", "firm", and "nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 syringes of juvéderm® voluma ¿ with lidocaine in the cheeks. Two months later, patient was injected with 1 syringe of juvéderm® volbella¿ with lidocaine in the tear trough. Patient received 1 syringe of juvéderm® voluma¿ with lidocaine to the cheek and jaw for 8 point lift, 3 months after initial injections; juvéderm® volift¿ with lidocaine was also injected at this time, but there were no complaints against it. ¿patient presented delayed onset nodules after viral illness¿ approximately 9 months later. "The most prominent were the left tear trough, and left jaw". Patient was treated with antibiotics, anti-inflammatory and hyalase. Hcp indicated, "we wanted to remove the firm areas where the filler had been placed that we felt was the issue". Hcp later reported, "following hyalase and antibiotics the firm areas have improved to the point where [patient] does not need any further treatment but there are still some remaining bumps in some areas but these are now not as obvious". This is the same event and the same patient reported under MDR ID# 3005113652-2019-00068 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2019-00072 (allergan complaint #(B)(4)). This MDR is submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.